Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the drive support cap has moved and is not sitting in the original location. The blood glucose reading is 83 mg/dl. The insulin pump alarmed no delivery. Nothing further reported.